Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device... Upon receipt, the single trigger handpiece was visually inspected with no detection of any external damage that may have contributed to the device potentially being nonfunctional. The handpiece ran within specification and there was no audible noise that would implicate a defective motor. The complaint issue could not be duplicated; therefore, the cause of the reported issue is unknown. The device was serviced and returned to the customer.

Event description:
It was reported that the universal modular electric/battery single trigger handpiece would not power up no matter what battery was used. There was no harm or medical/surgical intervention. Alternate device was present for completion of the planned procedure.